Manufacturer narrative:
Date sent to FDA: 8/5/2020.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional h6 patient code: 3189 - surgical intervention. Additional information: d7. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2017.

Manufacturer narrative:
It was reported that the patient experienced pain and hernia after the procedure. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/18/2019 . To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.